Event description:
After filling the aneurysm the physician chose a deltapaq 2mm x 6cm coil to fill the aneurysm. But the microcatheter was kicked back from the aneurysm sac after 3/4 of the coil was introduced into the aneurysm. So he decided to reposition the microcatheter and resheath the deltaplush 2mm x 6cm coil but the coil couldn't be resheathed because the introducer sheath didn't hug the delivery wire correctly. So he decided to use a shorter one (a deltapaq 2mm x 4 cm coil) but the microcatheter was kicked back again. Again the same thing (resheathing failure) happened with the 2mm x 4cm coil. Both coils involved in the procedure were returned and failure analysis found both to be stretched.

Manufacturer narrative:
The dpu and the sheath were returned separated from each other. The resheathing tool was returned fractured into two separate pieces. The fracture is ductile in nature requiring excessive force. The severed ends do not have material defects. The proximal end of the coil has been stretched. No mechanical damage was found to the sheath that resulted in an opened skive. The skive remained close along the entire sheath. There are two contributing factors found that would have caused resheathing difficulties. The primary contributing factor occurred when the device positioning unit (dpu) with the attached coil was completely removed from the sheath. In this condition resheathing the coil would be impossible. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿re sheathing the microcoil system:when necessary; the micrus microcoil system can be reloaded into the introducer sheath using the re sheathing tool. Loosen the rhv. Using the fluoroscopic guidance; retract the microcoil from the aneurysm back into the microcatheter. Locate the introducer tip. Grasp the introducer tip with your left hand and the resheathing tool with your right hand. Pull with your right hand while holding on the resheathing tool towards the connector. This will start the resheathing of the coil and the dpu pusher wire. When the resheathing tool reaches the end of the introducer sheath; replace the introducer tip back inside the rhv. Tighten the rhv. With your right hand; grasp the connector and continue to pull the dpu wire out of the sheath until coil is completely inside the distal end of the introducer tip. Loosen the rhv and remove the introducer. Pulling back the dpu wire hub connector caution: pulling the exposed microcoil through the rhv grommet may damage the coil. Caution: do not pull the dpu wire back too far since it may cause a softer section of the dpu wire to become exposed. An arm¿s length pull should re sheath the coil . Once the device is fully retracted; slide the re sheathing tool over the dpu/introducer sheath body until the system is relocked. Loosen rhv and remove device. If needed; the microcoil system is now ready to be re inserted. If the resheathing tool was damaged during the resheathing process then; the secondary contributing factor may have been due to the resheathing tool that was returned fractured into two separate pieces. The fracture was ductile in nature caused by excessive force. No material defects were found to the severed ends. However; the circumstances of how and when this damage occurred to the resheathing tool cannot be determined. Although a definitive conclusion cannot be made, based on the analysis, it appears that procedural factors related to the resheathing process as addressed in the IFU is a possible factor in the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is report 1 of 2 related to (B)(4). This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.